Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic hernia procedure, the letters printed on the reloads pulled off and sticked to the tissue. The letters were removed. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.